Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 8mm amplatzer septal occluder was selected for implant in the patient. During the procedure the device formed a cobra shape and the device was exchanged for new one. There was a clinically significant delay in the procedure due to exchanging the device. The patient remained hemodynamically stable throughout the procedure and is currently stable.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.